Manufacturer narrative:
The siemens customer care center (ccc) specialist stated the customer had replaced standard a, b and salt bridge solution. The system was calibrated and quality controls (qc) were running within range. The customer repeated random patient samples, and all resulted acceptable. The cause of the discordant, falsely na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on two patient samples on a dimension exl 200 instrument. The discordant results were reported to the physician(s). The initial result for sample ID: (B)(6) was questioned by the physician(s). The samples were repeated on the same instrument, resulting higher and as expected based on patients' histories. The serum sample for sample ID: (B)(6) was also tested on the same instrument and resulted the same as the repeat result from the original sample, which was plasma. The repeated results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.